Event description:
Possible no flow situation after apnea alarm and high pressure. No patient harm noted. Vent did alarm during these conditions. Child was sleeping comfortably when the apnea alarm sounded followed by disconnect and low minute volume alarms. The care giver (parents) responded to alarms and disconnected the vent circuit from trach and stated that there was "no flow" coming from tubing/vent. They turned the vent off and then back on and it seemed "to take longer than usual to go through its usual start up" and then there "was no flow at first but flow eventually came on." The parents decided to place child on trach collar and not use the vent since it was 4:40 am and child is off vent during the day.